Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument ends did not line up. Was not used on patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used on the patient. The instrument was put in and then noticed the ends did not line up. Patient's demographics were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have one severely bent grip causing them to be misaligned. There was a 1.33 mm offset at the tips. The grips were not found to be cracked. Additional observation related to customer complaint: the instrument was found to have dislodged molded insulator at the distal end. No piece was missing. Components adjacent to this dislodge molded insulator do not show damage. The bent severely grip tip caused the molded insulator to be dislodged.